Event description:
Event became reportable based on investigated approved in 2006. During an unspecified procedure the balloon of the maverick2 monorail ptca did not open when inflation was attempted.